Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally immersed the ilet pump in a pool, after which the screen became unresponsive and would not light or restart, and the user switched to backup therapy with a reported blood glucose of 169; the event involved moisture damage associated with the seal component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed leakage past a seal consistent with moisture damage to the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.